Event description:
It has been reported to philips that the wifi and battery indicators on the wireless footswitch did not come on. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the procedure was completed as planned by rebooting the system. Functional analysis was performed and identified that the wireless foot switch cannot be used since the start of work so customer was using wired footswitch without any issues. The wireless connection with the base station was re-established after re-connection of the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) the codes were updated based on the investigation outcome. Evaluation method code was corrected .

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.